Event description:
Per the clinic, the patient experienced a skin overgrowth at the abutment site. Subsequently, the patient was placed under general anesthesia in order to remove the tissue and replace the abutment (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.